Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited chronic high impedance. Subsequently, this ra lead was surgically abandoned. No additional adverse patient effects were reported.